Manufacturer narrative:
Device details were not confirmed at the date of this report. (B)(4).

Event description:
Per the clinic, the patient experienced unknown medical issues and was administered medication (type and date not reported). Additional information has been requested but has not been made available as of the date of this report.